Manufacturer narrative:
Initial reporter's name and email address was not provided. Initial reporter occupation was not provided. The product has not been received by 3m (B)(4) for evaluation. A product photo reflecting the leakage location was provided. Upon observation, there appeared to be a leak from a crack in the bubble trap. Supplier corrective action request number (B)(4) was issued last year (2018) for high flow bubble trap leaks. A request was sent to supplier to obtain first lot implementation information to verify if reported lot was produced before or after implementation. 3m will continue to monitor. Analysis of returned product sample is pending. A follow up report will be submitted upon completion of analysis. Multiple attempts have been made to obtain more information on reported incident. End of report.

Event description:
A hospital employee alleged that a 3m¿ ranger ¿ high flow fluid warming set (model 24365) leaked whole blood from a crack in the bubble trap while pumping. Further details regarding usage of the device were not specified. No patient injury or harmful exposure to blood was alleged.